Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing serious urinary incontinence leading to a replacement surgery. Approximately, six months later the existing cuff and pump were explanted and replaced. The procedure outcome and device activation were reported as successful.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.